Manufacturer narrative:
The unit was received with its operating currents in specification. However; the unit was received with no vibrator alarm due to a broken vibrator wire. The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement tests. The following physical damage was noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the vibration function on their insulin pump was non-functional. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer had also recently installed a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.